Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® nh 68 i.u. Plus blood collection tubes that 1000 tubes contained incorrect additive label information. The carton case label stated "nh"; however, the tube labels stated "lh". No patient impact was reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: bd received 200 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for incorrect label information with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for incorrect label information was observed. This complaint has been confirmed for the indicated failure mode of incorrect label information. Bd has initiated further root cause investigation relating to the issue of incorrect label information through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® nh 68 i.u. Plus blood collection tubes that 1000 tubes contained incorrect additive label information. The carton case label stated "nh"; however, the tube labels stated "lh". No patient impact was reported.